Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing, intermittent elevated blood glucose (bg) levels reading "high", specific value was not provided. Cause of high bg was not known. Customer administered a bolus via the pump to address the issue. On (B)(6) 2023 the customer went to the hospital with an elevated blood glucose (bg) level of 818 mg/dl and high ketones. Cause of bg level was not known. Customer administered a bolus via the pump and performed a supply change to address the issue. Customer was admitted to the intensive care unit and treated with an "insulin drip", resolving the issue. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Multiple attempts were made by tandem¿s technical support to obtain discharge date; however, customer did not respond.